Event description:
The pt called lifescan and alleged the one touch ultra meter had segments missing. No medical attention received or action taken by pt following use of the meter. There is evidence the product malfunctioned. The meter was replaced and return expected.